Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Acute pancreatitis [pancreatitis acute]. Case description: initial information received on 19-jan-2016: this literature case report was published in 2015 in the annals of the academy of medicine singapore by chan et al. With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience." This article concerns one patient (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history or concomitant medication were provided. At an unspecified date, 2 months after the last procedure, one patient developed acute pancreatitis. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (acute pancreatitis) though did note that the event was considered a major complication. Upon review, the company assessed the event as serious (medically significant). The case is linked to cases (B)(4) from the same literature article. Additional information requested by (B)(4) on 02-feb-2016: a) indicate if product owner is aware of other similar adverse event for the reported product: the company's investigation into the frequency of occurrence of similar adverse events for dc bead for past 3 years for the event of acute pancreatitis [pancreatitis acute] provided that: in 2013, there was one(1) report in the rest of world but none in (B)(6); in 2014, there was two (2) reports in the rest of world but none(0) in (B)(6); and in 2015, there was four (4) reports in the rest of world but none(0) in (B)(6). Quantity of the reported product supplied I) in (B)(6), and ii) worldwide, for the past three years (by year) of dc beads: in 2013, the quantity of reported product supplied in (B)(6) was (B)(4) and in the rest of the world was (B)(4) with an overall total of (B)(4). In 2014, the quantity of reported product supplied in (B)(6) was (B)(4) and in the rest of the world was (B)(4) with an overall total of (B)(4). In 2015, the quantity of reported product supplied in (B)(6) was (B)(4) and in the rest of the world was (B)(4) with an overall total of (B)(4). Please provide (I) this assessment made by the company and (ii) root cause analysis: the information in this case comes from a published literature article. The article reports that the patients received treatment with dc beads for hepatocellular carcinoma. At an unspecified date after the procedure, the patients presented with asymptomatic abnormal lft's, thought to be due to acute pancreatitis. Because of the unknown interval, it is not possible to be certain whether the development of these symptoms may have been related to the dc bead treatment (in which case it would have occurred due to ectopic placement of beads in normal liver tissue in addition to/or instead of the target tumor). The event could also have occurred due to natural progression of the underlying liver disease and tumor if sufficient time had passed. However, even if the event was due to ectopic bead placement, this is an known risk of the procedure currently listed in the product IFU, and these patients apparently did not suffer serious harm, since the only findings were abnormal laboratory tests. Accordingly, these events do not represent a change in the low risk of this complication, and may, in fact, be related to underlying disease progression rather than dc bead treatment. Please provide the detail of the adverse event including the location of the ae, the condition of the patient and course of action taken for the patient: there are no additional adverse event details available at this time. Follow-up information is being requested. Clarify what is company's follow up on this ae - any CAPA to be implemented: the follow-up queries include patient's details, date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patient's medical history, patient's concomitant medications, causality assessment between the event (acute pancreatitis) and dc bead, treatment, final outcome and resolution date (if available), the detail of the adverse event including the location of the ae, and course of action taken for the patient. No corrective and preventative actions have been identified following this investigation. Provide the literature article - "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single center experience." The article will be attached to this report. Please clarify if training was provided for the doctors before they used the device for therapy. Yes, the treating physician received the necessary training. Additional information on 07-mar-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (patient's details, date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patient's medical history, patient's concomitant medications, causality assessment between the event (acute pancreatitis) and dc bead, final outcome and resolution date (if available), the detail of the adverse event including the location of the ae, the condition of the patient and course of action taken for the patient) .no answer has been obtained yet. Follow-up/final information will be provided by 30 calendar days. Case comment: acute pancreatitis is considered unlisted as per dc bead instructions for use. The authors did not provide a causality assessment for the event (acute pancreatitis). Despite the limited information available, the company considered the event as related to the product since this possibility cannot be excluded. Acute pancreatitis is a considered serious harm and is likely due to non-target embolization which is user error. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. Sales data from (B)(6) 2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Acute pancreatitis [pancreatitis acute] case description: initial information received on (B)(6) 2016: this literature case report was published in 2015 in the annals (B)(6) by chan et al. With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience." This article concerns one patient (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history or concomitant medication were provided. At an unspecified date, 2 months after the last procedure, one patient developed acute pancreatitis. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (acute pancreatitis) though did note that the event was considered a major complication. Upon review, the company assessed the event as serious (medically significant). The case is linked to (B)(4) from the same literature article. Additional information requested by (B)(6) on 02-feb-2016: a) indicate if product owner is aware of other similar adverse event for the reported product: the company's investigation into the frequency of occurrence of similar adverse events for dc bead for past 3 years for the event of acute pancreatitis [pancreatitis acute] provided that: in 2013, there was one(1) report in the rest of world but none in (B)(6); in 2014, there was two (2) reports in the rest of world but none(0) in (B)(6); and in 2015, there was four (4) reports in the rest of world but none(0) in (B)(6). Quantity of the reported product supplied I) in singapore, and ii) worldwide, for the past three years (by year) of dc beads: in 2013, (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Acute pancreatitis [pancreatitis acute] case description: initial information received on (B)(6) 2016: this literature case report was published in 2015 in the annals of the (B)(6) et al. With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience." This article concerns one patient (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history or concomitant medication were provided. At an unspecified date, 2 months after the last procedure, one patient developed acute pancreatitis. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (acute pancreatitis) though did note that the event was considered a major complication. Upon review, the company assessed the event as serious (medically significant). The case is linked to (B)(4) from the same literature article. Additional information requested by (B)(6) on 02-feb-2016: indicate if product owner is aware of other similar adverse event for the reported product: the company's investigation into the frequency of occurrence of similar adverse events for dc bead for past 3 years for the event of acute pancreatitis [pancreatitis acute] provided that: in 2013, there was one(1) report in the rest of world but none in (B)(6); in 2014, there was two (2) reports in the rest of world but none(0) in (B)(6); and in 2015, there was four (4) reports in the rest of world but none(0) in (B)(6). Quantity of the reported product supplied I) in (B)(6), and ii) worldwide, for the past three years (by year) of dc beads: in 2013, the quantity of reported product supplied in (B)(4). Please provide (I) this assessment made by the company and (ii) root cause analysis: the information in this case comes from a published literature article. The article reports that the patients received treatment with dc beads for hepatocellular carcinoma. At an unspecified date after the procedure, the patients presented with asymptomatic abnormal lft's, thought to be due to acute pancreatitis. Because of the unknown interval, it is not possible to be certain whether the development of these symptoms may have been related to the dc bead treatment (in which case it would have occurred due to ectopic placement of beads in normal liver tissue in addition to/or instead of the target tumor). The event could also have occurred due to natural progression of the underlying liver disease and tumor if sufficient time had passed. However, even if the event was due to ectopic bead placement, this is an known risk of the procedure currently listed in the product IFU, and these patients apparently did not suffer serious harm, since the only findings were abnormal laboratory tests. Accordingly, these events do not represent a change in the low risk of this complication, and may, in fact, be related to underlying disease progression rather than dc bead treatment. Please provide the detail of the adverse event including the location of the ae, the condition of the patient and course of action taken for the patient: there are no additional adverse event details available at this time. Follow-up information is being requested. E) clarify what is company's follow up on this ae - any CAPA to be implemented: the follow-up queries include patient's details, date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patient's medical history, patient's concomitant medications, causality assessment between the event (acute pancreatitis) and dc bead, treatment, final outcome and resolution date (if available), the detail of the adverse event including the location of the ae, and course of action taken for the patient. No corrective and preventative actions have been identified following this investigation. Provide the literature article - "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single center experience." The article will be attached to this report. Please clarify if training was provided for the doctors before they used the device for therapy. Yes, the treating physician received the necessary training. Additional information on 07-mar-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (patient's details, date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patient's medical history, patient's concomitant medications, causality assessment between the event (acute pancreatitis) and dc bead, final outcome and resolution date (if available), the detail of the adverse event including the location of the ae, the condition of the patient and course of action taken for the patient) .no answer has been obtained yet. Final assessment on 01-apr-2016: at the time of this report three query attempts were conducted with the reporter to obtain the requested information (date of the tace, batch number and expiration date, dosage, drug loaded on dc beads (if any), patients' medical history, patients' concomitant medications, causality assessment between the event (biliary ischaemia) and dc bead, final outcome and resolution date (if available)). No answer has been obtained. The case is therefore considered as lost to follow-up. No device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: acute pancreatitis is considered unlisted as per dc bead instructions for use. The authors did not provide a causality assessment for the event (acute pancreatitis). Despite the limited information available, the company considered the event as related to the product since this possibility cannot be excluded. Acute pancreatitis is a considered serious harm and is likely due to non-target embolization which is user error. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4).

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Acute pancreatitis [pancreatitis acute]. Case description: initial information received on (B)(6) 2016: this literature case report was published in 2015 in the annals of the academy of medicine singapore by chan et al. With the title "hepatic and biliary complications arising from dc bead m1 (70-150 micron) transarterial chemoembolisation (tace): a single centre experience." This article concerns one patient (age and gender not reported) among a group of 32 patients who underwent tace using dc beads m1 (70-150 micron) from january 2012 to june 2014 for treating unresectable advanced hepatic tumor (batch, expiration date, dosage not provided). No medical history or concomitant medication were provided. At an unspecified date, 2 months after the last procedure, one patient developed acute pancreatitis. Albumin and bilirubin remained stable pre- and post-procedure. Alanine aminotransferase (ast) and aspartate aminotransferase (ast) showed transient elevation. Alkaline phosphatase (alp) and gamma-glutamyl transferase (ggt) were stable. No other information is reported the author did not assess the seriousness of the event (acute pancreatitis) though did note that the event was considered a major complication. Upon review, the company assessed the event as serious (medically significant). The case is linked to (B)(4) from the same literature article. Case comment: acute pancreatitis is considered unlisted as per dc bead instructions for use. The authors did not provide a causality assessment for the event (acute pancreatitis). Despite the limited information available, the company considered the event as related to the product since this possibility cannot be excluded. Acute pancreatitis is a considered serious harm and is likely due to non-target embolization which is user error. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Follow-up information is expected and a follow-up report of the case will be sent by 26-feb-2016